Event description:
Additional information was received stating the patient was readmitted on (B)(6) 2026 due to abdominal pain, drain complications, and persistent peritonitis. A peritoneal effluent fluid culture was obtained and was again positive for serratia marcescens (continuation of previous peritonitis event). The patient was treated with an antibiotic; however, the drug, dose, frequency, and duration were not provided). As a result, the patient¿s pd catheter (not a fresenius product) was removed, and she was transitioned to hemodialysis (hd) for rrt. The patient was discharged on (B)(6) 2026 and continues to undergo hd as an outpatient. Per the pdrn, the patient is recovering from the serious adverse events, and the cause remains unchanged.

Manufacturer narrative:
Additional information provided in b5.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to nausea and vomiting. During follow-up, the patient¿s point-of-contact (poc) reported the patient began feeling nauseous on (B)(6) 2025 and began vomiting on (B)(6) 2025 prior to being taken to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient¿s hospitalization on (B)(6) 2026 due to nausea and vomiting. Per the pdrn, the nausea and vomiting were caused by a new medication mounjaro (glp-1). Although the specifics were not provided, it appears the patient was discharged prior to (B)(6) 2025. Per the pdrn, these adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. After discharge, the patient experienced a fall (location not provided) on approximately (B)(6) 2025 and was hospitalized a second time. Following the fall, the patient experienced some brown peritoneal effluent fluid, and a ¿significantly¿ swollen knee, which required admission to the intensive care unit (ICU) for 48-hours. While admitted to the ICU, the patient was diagnosed with peritonitis (peritoneal effluent fluid culture returned positive for serratia marcescens), in addition to septic shock and was treated with intraperitoneal (ip) cefepime 1000 mg daily for 14 days. Per the pdrn, these serious adverse events were also unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient reportedly continued to undergo ccpd therapy while hospitalized without any reported issues. The patient was discharged to a rehabilitation facility on (B)(6) 2026 and is recovering from the serious adverse events. Per the pdrn, the patient¿s peritonitis and subsequent septic shock were caused by an unspecified breach of aseptic technique.

Manufacturer narrative:
Additional information provided in b5 and h10. Clinical review: temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of a nausea, vomiting, discolored peritoneal effluent fluid (initial admission), a fall, peritonitis, and septic shock, which warranted hospitalization and antibiotic therapy. The pdrn reported the serious adverse events were caused by a new medication (initial hospitalization), and a breach in aseptic technique (second admission). Serratia is an opportunistic pathogen found in soil and water, known for causing infections of indwelling catheters and is commonly found in soil and water. Septic shock is a serious condition that occurs when a body-wide infection leads to severe hypotension. Septic shock occurs most often in people with weakened immune systems. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to nausea and vomiting. During follow-up, the patient¿s point-of-contact (poc) reported the patient began feeling nauseous on (B)(6) 2025 and began vomiting on (B)(6) 2025 prior to being taken to the hospital. The patient was reportedly diagnosed with a catheter infection (specifics not provided) and was admitted to the intensive care unit (ICU) for two days before being discharged. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was diagnosed with septic shock due to an untreated case of peritonitis. The pdrn stated she was unaware of the details surrounding the infected catheter. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records, medication records) were unsuccessful. Additionally, the poc reported the patient was hospitalized on (B)(6) 2025 due to a fall. The patient¿s knee was reportedly ¿significantly¿ swollen, and she was unable to stand. As of (B)(6) 2026 the patient remains hospitalized. Based on the information currently available, this adverse event does not require an additional complaint file. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of septic shock due to an untreated case of peritonitis (characterized by nausea and vomiting), which warranted hospitalization. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Septic shock is a serious condition that occurs when a body-wide infection leads to severe hypotension. Septic shock occurs most often in people with weakened immune systems. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from playing a possible role in the development of the patient¿s chest issues. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the unknown cause, missing summary/timeline of serious adverse events, discharge summary, and no manufacturer evaluation of the patient¿s device. This clinical investigation cannot exclude the patient¿s liberty select cycler from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was received stating the patient was readmitted on (B)(6) 2026 due to abdominal pain, drain complications, and persistent peritonitis. A peritoneal effluent fluid culture was obtained and was again positive for serratia marcescens (continuation of previous peritonitis event). The patient was treated with an antibiotic; however, the drug, dose, frequency, and duration were not provided). As a result, the patient¿s pd catheter (not a fresenius product) was removed, and she was transitioned to hemodialysis (hd) for rrt. The patient was discharged on (B)(6) 2026 and continues to undergo hd as an outpatient. Per the pdrn, the patient is recovering from the serious adverse events, and the cause remains unchanged.